Event description:
It was reported that the patient implanted with this sling underwent a surgical procedure during which an artificial urinary sphincter (aus) was implanted. The reason for the procedure was not specified. No patient complications were reported.